Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit was also received with minor scratches on the liquid crystal display window, cracked case at the display window corners and battery tube threads, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and had an unresponsive keypad. The customer's blood glucose was 140 mg/dl. The customer did not observe any significant events leading to the keypad issues. She also reported that the insulin pump alarmed button error, which she could not clear. The customer's most recent blood glucose was 226 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.